Event description:
It was reported via voluntary medwatch/maude report list # mw5102195, that stent migration and occlusion occurred. A vici stent was placed in patient's iliac vein on (B)(6) 2019. However, the patient was not feeling well and after obtaining a new vascular physician, CT images and ultrasounds revealed the stent had migrated and occluded. An additional urgent surgery was performed on (B)(6) 2020 to address this event. The stent remains in patient's iliac vein and patient was prescribed anticoagulants for the remainder of her life.